Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two photographs of wound sites post operation using sutures of an unknown lot. The visual inspection of the returned photos noted what appeared to be reactions after surgical procedures involving a device. Unfortunately, because no products were returned, functional testing could not be performed. Copies of the specific sterilization batch review reports could not be attached, as the lot numbers of the devices used were not reported, however all suture products undergo sterilization before the final packaging process. A review of the device history record could not be performed, as the lot numbers of the devices were not reported. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient returned three to four weeks post operatively for follow-up, after bunion removal, the suture was used to close surgical site. The patient had an significant inflammation and irritation that was present along the suture path.